Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnornial uterine bleeding") and menometrorrhagia ("irregular, unusually heavy menstrual periods/heavy menses since placement of essure device / assessed with menorrhagia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, 1 month 14 days after insertion of essure, the patient experienced obesity ("weight gain/gained sixteen pounds since the essure implant / she was assessed witli obesity"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and hyperhidrosis ("excessive sweating"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, menometrorrhagia, fatigue, obesity and hyperhidrosis outcome was unknown. The reporter considered fatigue, hyperhidrosis, menometrorrhagia, obesity and uterine haemorrhage to be related to essure. The reporter commented: after the removal, the cause of her probleins became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: symmetrical and satisfactory placement of essure most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received: event abnormal uterine bleeding added and event weight gain updated to obesity (after it's diagnose). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding/ abnormal bleeding') and menometrorrhagia ('irregular, unusually heavy menstrual periods/heavy menses since placement of essure device / assessed with menorrhagia') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2008. In (B)(6) 2008, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced obesity ("weight gain/gained sixteen pounds since the essure implant / she was assessed with obesity/gained 52 pounds"), 1 month 14 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hyperhidrosis ("excessive sweating"), menorrhagia ("menorrhagia"), pelvic pain ("pain"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy and underwent a hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, menometrorrhagia, fatigue, obesity, hyperhidrosis and menorrhagia had resolved and the pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, fatigue, hyperhidrosis, hypersensitivity, menometrorrhagia, menorrhagia, obesity, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: after the removal, the cause of her problems became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: symmetrical and satisfactory placement of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new events added pelvic pain female , autoimmune disorder nos, hypersensitivity symptom. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") and menometrorrhagia ("irregular, unusually heavy menstrual periods/heavy menses since placement of essure device / assessed with menorrhagia") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2008. In (B)(6) 2008, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 14 days after insertion of essure, the patient experienced obesity ("weight gain/gained sixteen pounds since the essure implant / she was assessed with obesity/gained 52 pounds"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hyperhidrosis ("excessive sweating") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, menometrorrhagia, fatigue, obesity, hyperhidrosis and menorrhagia had resolved. The reporter considered fatigue, hyperhidrosis, menometrorrhagia, menorrhagia, obesity and uterine haemorrhage to be related to essure. The reporter commented: after the removal, the cause of her problems became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: symmetrical and satisfactory placement of essure. Most recent follow-up information incorporated above includes: on 26-jul-2018: summons received: event menorrhagia added. Events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding/ abnormal bleeding') and menometrorrhagia ('irregular, unusually heavy menstrual periods/heavy menses since placement of essure device / assessed with menorrhagia') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, endometriosis, adenomyosis uteri and uterine inflammation. Concurrent conditions included general anesthesia since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced obesity ("weight gain/gained sixteen pounds since the essure implant / she was assessed with obesity/gained 52 pounds"), 1 month 14 days after insertion of essure. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hyperhidrosis ("excessive sweating"), heavy menstrual bleeding ("menorrhagia"), pelvic pain ("pain"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy and underwent a hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abnormal uterine bleeding, menometrorrhagia, fatigue, obesity, hyperhidrosis and heavy menstrual bleeding had resolved and the pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abnormal uterine bleeding, autoimmune disorder, fatigue, heavy menstrual bleeding, hyperhidrosis, hypersensitivity, menometrorrhagia, obesity and pelvic pain to be related to essure. The reporter commented: after the removal, the cause of her problems became obvious due to their resolution. Five coils of essure trailing on the left, four coils of essure trailing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: symmetrical and satisfactory placement of essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, patient middle name, dob, race, medical history, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding/ abnormal bleeding') and menometrorrhagia ('irregular, unusually heavy menstrual periods/heavy menses since placement of essure device / assessed with menorrhagia') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia since (B)(6) 2008. In (B)(6) 2008, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced obesity ("weight gain/gained sixteen pounds since the essure implant / she was assessed witli obesity/gained 52 pounds"), 1 month 14 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hyperhidrosis ("excessive sweating"), menorrhagia ("menorrhagia"), pelvic pain ("pain"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy and underwent a hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, menometrorrhagia, fatigue, obesity, hyperhidrosis and menorrhagia had resolved and the pelvic pain, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, fatigue, hyperhidrosis, hypersensitivity, menometrorrhagia, menorrhagia, obesity, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: after the removal, the cause of her probleins became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: symmetrical and satisfactory placement of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("irregular, unusually heavy menstrual periods/heavy menses since placement of essure device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced weight increased ("weight gain/gained sixteen pounds since the essure implant"). On an unknown date, the patient experienced fatigue ("fatigue") and hyperhidrosis ("excessive sweating"). The patient was treated with surgery (underwent a hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia, fatigue, weight increased and hyperhidrosis outcome was unknown. The reporter considered fatigue, hyperhidrosis, menometrorrhagia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: symmetrical and satisfactory placement of essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.